Manufacturer narrative:
Initial and final MDR (B)(4). Device 3 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced four events of infusion set tubing detachment from connector on (B)(6) 2024. The infusion set was in use for one day. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4) MDR 3003442380-2025-00188. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated. The batch 6008162 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code tubing detached from tubing-tubing connector. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional static test 1 according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the packing lot 6008162 was manufactured according to the wi version 115 manufactured in the inset 8, on 12/jul/2024, with a total of (B)(4) units. The gluing tube lot 4g00588 was manufactured according to the wi version 64 manufactured in the line sc04, on 09/jul/2024, with a total of (B)(4) units. The gluing tube lot 4g02490 was manufactured according to the wi version 64 manufactured in the line sc03, on 11/jul/2023, with a total of (B)(4) units. The gluing tube lot 4g00553 was manufactured according to the wi version 7.0 manufactured in the itl01, on 04/jul/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 30/may/2025 against malfunction code tubing detached from tubing-tubing connector and lot 6008162 and one complaint have been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, harm reported, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.